Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen on (B)(6) 2024. A photograph was provided for investigation. The allegation was confirmed via photographic inspection as a broken needle. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a damaged needle occurred. The sensor was inserted into the abdomen on (B)(6)2024. Product was provided for investigation. An external visual inspection was performed and passed. An internal visual inspection was performed and failed. The allegation was confirmed due to the finding of a detached/broken needle/cannula. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).